Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. The customer's blood glucose was 260 mg/dl. The customer treated high with insulin pump and low with carbs. The customer's blood glucose was 94 mg/dl. The customer stated that her insulin pump was reading me 62 mg/dl and blood glucose was at 42 mg/dl. The product was not returned for analysis.

Event description:
The customer stated that she was using the auto mode feature at the time of the incident.